Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional patient codes: 1690. The following additional information was received: patient had a bmi average of 28-30. What tissue was the stratafix spiral suture used on? Subcutaneous tissue. When suturing with stratafix, how far was the bite from the edge of the tissue? Standard. Were any solutions used during closure (ie antimicrobial)? Sutures coated with triclosan (plus technology). Are there any photos of the wound when initially reported as open with drainage? No photos available. Was the prominent suture removed as routine post op visit? Yes, at post op appointment. Can you explain which suture was ¿prominent suture¿ removed? Yes, vicryl. What is meant by ¿skin edge opening¿? Apex of incision / proximal edge. Were any cultures taken of the wound? What were the results? None, no deep fluid collection or deep drainage observed. What is the surgeon opinion as to relationship of the stratafix suture and the patient event? Patient reaction to suture material (suture abscess). What medical intervention was prescribed for the patient symptoms (explain wound care)? Keflex 500mg (1 x4 daily) 7 days starting on (B)(6) 2019, no refill and local wound care by family members (hydrogen peroxide and dressing changes). Do you have the status of suture for evaluation? Not available. What is the current condition of the patient? As of on (B)(6) 2019, treated with betadyne and keflex - now doing well. Scheduled to see in one year for standard follow up. Continuing physical therapy.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the stratafix spiral suture used on? When suturing with stratafix, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? Are there any photos of the wound when initially reported as open with drainage? What is meant by ¿skin edge breakdown¿? Were any cultures taken of the wound? What were the results? What is the surgeon opinion as to relationship of the stratafix suture and the patient edge breakdown? What medical intervention was prescribed for the patient symptoms (explain wound care)? Do you have the status of suture for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2018 and suture was used. Six weeks post-op the patient experienced some pain over the incision but reported no obvious wound complications. The patient uses her walker out in public but not while at home. The patient was placed on a course of antibiotics and recommended local wound care with twice daily cleansing and dressing changes. The left hip incision demonstrates erythema surrounding an area of skin edge breakdown with small amount of purulent material appears to be a suture abscess. Incisional tenderness was present. Manipulation of the incision site does not reveal any deep fluid collection or deep drainage. The patient was started on keflex. On (B)(6) 2019 the patient had significant improvement and the wound has decreased in size. The patient has done very well with local wound care. The patient was then given one more dose of antibiotics to continue to improve healing. Happy with progress continuing with physical therapy and follow up in two weeks. Additional information has been requested.